Event description:
Caller reported a cgm error, specifically error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and guided the caller through the process. Following the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.